Event description:
It was reported that the patient¿s representative stated that several days earlier, the patient had let the device deplete completely. They added that they used to charge every three days, but since the depletion event, it now requires charging multiple times per day. The battery reportedly drops by about 50% shortly after 2 hours of charging, the therapy goes off, and the patient experiences shaking and kicking movements when this occurs. The representative stated that the patient had recently been seen at a clinic for medication adjustments. They wish they had never let them go because they came home 'like a vegetable'. Information was reviewed, explaining that allowing the battery to deplete fully would damage it. The battery will deplete faster. They will need to charge the battery to 100% the next 3-6 times to build the battery back up. The patient was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.